Event description:
Device malfunction: misplaced stent. Symptoms / ae: placement of a second stent. Time of malfunction / ae: during the procedure. It was reported that during a right internal carotid artery stenting procedure, the stent missed the distal segment of the lesion. A second stent was deployed fully covering the lesion. There was no adverse patient sequela reported. One day post-procedure, the patient was discharged to home. There was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). (B) (4). Evaluation summary: the stent remains in the patient and the customer reported the delivery system was discarded; therefore, device investigation could not be performed. A misplaced stent may be the result of, but is not limited to, patient's vessel geometry or vessel diameter which could have been larger than the stent, the stent not apposing the vessel wall when the stent was fully deployed or inadvertent movement of the handle during deployment. Rx acculink instructions for use states "prior to stent deployment, remove all slack from the delivery system." Based on the available information, a conclusive cause for the misplaced stent could not be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure. As part of manufacturing quality process, all catheters are inspected during the final inspection to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.